Event description:
It was reported that the lead dislodged. The physician attempted to reposition the lead and noted impedance greater than 3000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.